Manufacturer narrative:
Batch review performed on 06 august 2020: lot 172167: (B)(4) items manufactured and released on 04-jul-2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due to the poly being lax in flexion. The cause of the lax poly is unknown. The surgeon revised the liner with a higher one (26mm) 4 months after primary. The surgery was completed successfully.